Event description:
As reported: "the jig could not be stably locked onto the plate. It took multiple tries to get it to seem stable, but as the plate was being inserted and attempts were made to use the jig to help position the plate proximally, the connection between the plate and the jig once again became loose rendering the targeting jig useless. Targeting jig becomes lose making it hard to hit the proximal holes in the plate, needs to be fixed."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. This eps feedback was forwarded to rnd for review with following result: "as described in the operative technique (mis section step 3 ¿ plate insertion) the locking rod needs to be properly tightened using the back of the thumb wheel to make sure the targeting jig is not loose. To finalize the targeter assembly make sure to use the tissue protection sleeve/drill sleeve/frame fixator assembly (operative technique mis section step 6 ¿ targeter assembly). Check that the drill sleeve tip is properly seated in the hole." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.